Manufacturer narrative:
During testing leakage from disposable batteries in the battery compartment. Further testing found the device alarmed for service alarm code 11/004 (less than 2.0 volts on lithium battery). The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
During verification testing at the service center, leakage from the disposable batteries was noted in the battery compartment of the device.